Event description:
Home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during a drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient had disconnected their transfer set from the patient line of the homechoice set during a dwell cycle without pausing therapy. The home patient did not make it back in time for the following drain cycle. When the home patient returned to the cyler, home patient reconnected their transfer set to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy. Therapy was discontinued. Per the home patient, no patient injury or medical intervention was associated with this incident.